Event description:
This lead was capped due to a rise in shock impedance. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 18th of january 2023 and 1st of september 2023 recorded a slightly fluctuating pacing impedance between 600 and 650 ohms. Furthermore, an initial shock impedance of 80 ohms was recorded with a sudden rise to >150 ohms in april 2023 until the end of recording period. No iegm episodes were available for analysis. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.